Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a single patient sample processed on the vitros eci immunodiagnostic system. Evaluation determined the vitros eci system was operating as intended and did not malfunction. Sample processing cannot be ruled out as pre-analytical sample processing occurred outside of the sample tube manufactures recommendations, which may have contributed to the event. Investigation into this event was unable to conclude a definitive root cause.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a single patient sample processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside the laboratory, and a correct result was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).